Event description:
It has been reported to philips that the system started up and gave a bsod with error. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was not in clinical use. It was reported that the system experienced a startup issue, resulting in a blue screen of death (bsod) error. Upon further inspection, philips field service engineer (fse) visited onsite and replaced the ip pc to resolve the issue but since the old pc did not utilize a single link dvi external transmitter and the new pc required one. Later, fse replaced the single link dvi external transmitter. The defective part was returned to failure analysis which confirmed the failure as the graphics processing unit (gpu). After the replacement of single link dvi external transmitter, the system was returned to use in good working. The codes were updated based on the investigation outcome.